Event description:
The pt had a total hip replacement surgery on (B)(6) 2007, using a pinnacle device due to osteoarthritis of the left hip. In (B)(6) 2010, the pt began experiencing intense groin pain, deep thigh pain, a pseudotumor wrapping around thigh pain, a pseudotumor wrapping around thigh bone, and inflammation in the hip area. The pt underwent a revision due to a left total hip failure with metal-on-metal articulation and alval pseudotumor disease. During revision surgery specimens were taken and sent for biopsy and came back showing chronic inflammation.